Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit batteries need to be replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer replaced the battery and preventative maintenance (pm) testing was already completed on previous day. Equipment passed all functional testing.